Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high thresholds. The device was reprogrammed to unipolar configuration. The patient would continue to be monitored.